Event description:
The customer reported that he had high blood glucose but not hospitalized and scratched on the screen of the insulin pump. Customer's blood glucose was 16 mmol/l. The customer was treated with a syringe. The customer stated that there is no insulin coming out and device is not working. Customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.